Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. A new cartridge was successfully loaded to address the event. The customer's blood glucose level did not go above 170 mg/dl.